Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the device would close but when the silver open button was pressed it would only open (jaws of reload) partially. The tech loaded the reload, cycled the instrument and jaws would not fully opened. It happened on 4 reloads. The device was not able to fire. Another reload was opened to complete the case without any issue. No patient injury has been noted.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the device used in this complaint event. Photographic inspection noted that the reload jaws were slightly agape. The photograph only showed the device jaws. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.